Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alarm occurred with a teflon inset 23-inch infusion set and the alert recurred until the caregiver replaced the infusion set supplies, after which the issue resolved. Symptoms included no reported changes in blood glucose. Outcomes included no need for medical care and no hospitalization. Investigation included customer care troubleshooting and education with the caregiver, confirmation that blood glucose was unaffected, and documentation of the lot number. Investigation of this case revealed that the occlusion alarm was consistent with an insulin delivery blockage at the infusion set level that resolved after supply change, indicating a set- or insertion-related obstruction rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion consistent with user-level consumable performance.